Event description:
The facility representative reported a flogard infusion pump that does not turn on. It is unknown when this condition occurred. Upon further investigation, the quality engineer has confirmed the reported condition as a battery issue. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "cannot turn on" was confirmed during evaluation by the service technician. The cause of the problem was a defective main battery. Service replaced the battery to fix the problem. Should additional information become available, a follow-up medwatch will be submitted.